Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this eval. During the eval a review of the quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specification. The catheter was also evaluated and the following observations were noted: the pressure sensor appears undamaged. There are multiple bends in the catheter material. The electrical balance was out off spec; removed 64.9k resistor, and replaced with 499k resistor. After rebalance , the unit passed all tests. Based on the above eval, we were unable to determine the cause of the failure, but a substantial change in the electrical balance could be due to exposure to eds. Based on the results of this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the pt went back to the o.r. For a revision on a microsensor. Initially it was reading correctly and then spiked to 99. New sensor is reported to be working fine.